Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was not performing the correct air removal process and was not following proper supplies labeling. Tandem technical support educated the customer on the correct air removal process as well as insulin/cartridge labeling. The customer cleared the alarm and resumed insulin therapy following a system check performed by tandem technical support. Customer's blood glucose was 175 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). Change your infusion set every 48¿72 hours as recommended by your healthcare provider change your cartridge every 48¿72 hours as recommended by your healthcare provider.